Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure the right atrial grommet on the cardiac resynchronization therapy defibrillator (crt-d) would not engage the set screw. Multiple wrenches were attempted. The device was not used, and another device was used to complete the procedure. No patient complications have been reported as a result of this event.